Manufacturer narrative:
Concomitant medical products: 407652. Lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they heard an audible alert. Interrogation of the cardiac resynchronization therapy defibrillator (c rt-d) noted the right ventricular (rv) lead had triggered a lead integrity alert (lia) in addition to a pacing impedance warning for low impedance. It was also noted that the rv lead showed oversensing/noise. The patient¿s right atrial (ra) lead exhibited possible intermittent undersensing on atrial arrhythmia electrograms (egm). The rv lead was capped and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.